Event description:
Battery was reported to deplete faster than normal. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.